Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Device looks to be in used condition. Small scratches on housing visible. No hose clip provided. Membrane switch was faulty. Warming hose and power cord were provided. Functional testing performed. The customer's problem was duplicated. The root cause was the thermistor or thermistor cable, which was defective. No warming function. Faulty hose was replaced. Electrical safety and functional test passed after repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that while testing the temperature of the warmer, incorrect readings were received. In one instance, when setting the temperature to 36 degrees celsius, the device showed a recording of 12 degrees celsius. There was unknown patient involvement reported.